Event description:
A medtronic device lead was opened onto the procedural table. The physician noted the screw appeared to show at the end of the lead. The physician retracted and extended the screw, but did like the way it felt so a second lead was implanted in to the patient. There was no known patient harm.